Event description:
It was reported that the previously working remote monitor did not respond when the start button was pressed. The attempt to reset the monitor was unsuccessful. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was corrosion and contamination on the printed circuit board assembly, due to this condition the monitor was unable to power up.